Event description:
Pt was implanted with 4.5 mm broad lcp plate and screw construct on (B)(6) 2012, for a distal femur fracture. Pt developed post-operative mal-union. Reportedly the heads of two (2) screws were broken off. Pt was returned to the operating room on (B)(6) 2012, for removal of hardware. Surgeon removed the broken screw heads, the screw shaft remains implanted in the pt. Surgeon removed the plate and five (5) screws and revised the pt with new plate and screw construct. No harm to pt is reported during the revision. This is 5 of 6 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.